Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0 x 40, 75cm mustang¿ balloon catheter was used for dilatation. Upon removal of the device from a 35 non-bsc guide wire, it was noted that the balloon catheter was stuck with the guide wire outside the patient. When strong force was applied to remove the device, a part of the shaft of the balloon catheter was stretched. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. No issues were noted with the tip section of the device. An examination of the balloon found traces of solidified contrast media inside the balloon. The balloon was not refolded. A visual examination of the shaft found that the shaft was severely stretched and flattened at 8.5cm to 12cm proximal to the tip. The guidewire used during the procedure was not received for analysis. As part of the analysis a 0.035 inch size guidewire was inserted through the tip but it could not pass through the stretched and damaged section of the shaft. As a result the wire was loaded from the hub where it travelled through the lumen to the site of the stretched shaft and could not pass. The damage to the shaft is consistent with excessive tensile force having been applied to the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery (sfa). A 5.0 x 40, 75cm mustang¿ balloon catheter was used for dilatation. Upon removal of the device from a 35 non-bsc guide wire, it was noted that the balloon catheter was stuck with the guide wire outside the patient. When strong force was applied to remove the device, a part of the shaft of the balloon catheter was stretched. The procedure was completed with this device. No patient complications were reported and the patient¿s status was good.